Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was not able to adapt to monovision and the lens was explanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).